Event description:
Per the clinic, the patient was implanted with stylet left in situ on (B)(6) 2024 due to the surgeon unable to get the stylet out. The surgery proceeded and the patient was successfully implanted.